Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the chronic heart failure exacerbation was due to anesthesia used during the barostim implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency room due to neck swelling and ipg drainage and they were prescribed antibiotics. The patient also experienced lead tightness in their neck. Around on (B)(6) 2025, the patient began coughing up blood. The physician suggested that the patient return to the ER for reevaluation. On (B)(6) 2025, the patient was seen by the implanting physician while they were admitted for chronic heart failure exacerbation. Per the opinion of the physician, the root cause of the event was due to anesthesia at the barostim implant and pneumonia with hemoptysis following barostim implant. Two CT scans were done as well as ent scope and the results were normal. Cultures were also done, and the results were negative for both incision sites. Per the physician, the incisions healed fine and there was no evidence of an infection, though the lead was still taut in the patient's neck which was possibly caused by some scar tissue. The patient was seen and cleared by their physician during their vascular follow up on (B)(6) 2025. There was no plan for any additional intervention.